Manufacturer narrative:
Analysis could not confirm the reported event; device passed all incoming functional tests and no anomalies during bench testing. Analysis found the upper case, lower case, two side bail covers, and ring cover were broken. Lead flex cover, battery drawer, keyboard pad, battery flex, and battery release were contaminated. Battery contacts were compressed, one side bail was missing, and the ring was bent.

Event description:
It was reported that the external pulse generator (epg) experienced sensitivity failures during inspection. The status of the epg is unknown. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced sensitivity failures during inspection. The epg was returned for service. There was no patient involvement.